Event description:
It was reported that vessel dissection occurred. A 95% stenosed target lesion was located in the right coronary artery. After the lesion was pre-dilated with 2.0x15mm maverick balloon catheter, a 38 x 2.50 promus premier drug-eluting stent (des) was advanced and deployed. However, a proximal edge dissection was found and another 2.5x16mm promus premier des was implanted to treat the dissection. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
B5- describe event or problem updated.

Event description:
It was reported that vessel dissection occurred. A 95% stenosed target lesion was located in the right coronary artery. After the lesion was pre-dilated with 2.0x15mm maverick balloon catheter, a 38 x 2.50 promus premier drug-eluting stent (des) was advanced and deployed. However, a proximal edge dissection was found and another 2.5x16mm promus premier des was implanted to treat the dissection. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified. Additionally, the cause of dissection may be the tortuosity of the artery.